Event description:
Boston scientific received info that this pt was on dialysis at home and was not feeling good, a shock was delivered after which the pt was syncopal, another shock was delivered and the pt felt better. A device interrogation was performed at the clinic and it initially appears that the pt was in a supraventricular tachycardia (svt) at approximately 150 to 175 beats per minute. Due to t-wave oversensing a shock was delivered which put the pt into ventricular fibrillation (vf) and the pt was syncopal. Another shock was delivered and converted the rhythm back to sinus. R-waves were lower in amplitude during the episode, but upon eval appeared normal. The therapy zones were reprogrammed. No add'l adverse pt effects were reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.